Manufacturer narrative:
(B)(4). Batch # u95h6k. Investigation summary : the product was returned for evaluation. In addition, a tyvek wrapper was also received along with the device. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was returned with the handle partially open. Due to the open handle, this condition does not freely allow rotation of the knob. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed thirteen conforming clips. In order to evaluate the condition of the internal components, the device was disassembled and no anomalies could be observed. No conclusion could be reached as to what may have caused the reported incident. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: firing the instrument over another clip or instrument can also damage a properly deployed clip, disrupt related vessels and structures, and damage the instrument." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the handle was broken. It is unknown how the procedure was completed. There was no patient consequence.